Manufacturer narrative:
Information received from (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for coronary artery disease with previous target vessel pci and hyperlipidemia. The indication for the procedure was unstable angina. The target lesion was the mid left anterior descending artery (lad). The lesion was described as de novo and 70% stenosed. The lesion was pre-dilated followed by the implant of a 2.50mm x 13mm cypher stent at 20 atms. The stent was then post-dilated per standard procedure. The first diagonal was also treated at the index with angioplasty with a maverick balloon. Approximately thirteen months post index procedure the patient returned with stable angina. The patient was diagnosed with progression of coronary artery disease and underwent revascularization of the target vessel. Ptca was successfully performed on a new lesion located 2mm distal to the previously placed cypher stent. There was no reported injury to the patient. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis or peri-stent restenosis are known potential adverse events associated with implanting coronary artery stents and the progression of coronary artery disease. Review of the information provided suggests that the natural progression of coronary artery disease may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
Information received from the contact at the account noted that approximately thirteen months post index procedure the patient underwent ptca for a lesion located 2mm distal to the previously placed cypher stent that was located in the left anterior descending artery (lad). The patient is a (B)(6) male who was enrolled in (B)(4) study for coronary stenting. The target lesion was the mid left anterior descending artery (lad). The lesion was de novo. The rate of stenosis was 70 %. A cypher ((B)(4) / lot 15077477) stent was successfully deployed and was post-dilated as per standard procedure. Also during the procedure the 1st obtuse marginal was treated with angioplasty (maverick balloon). Approximately ten months post procedure the patient returned for revascularization of the proximal right coronary artery. The lesion was not within 5mm of the stented lesion in the lad. Approximately thirteen months post index procedure, the patient returned with stable angina. The patient was diagnosed with progression of coronary artery disease and underwent revascularization of the target vessel. Ptca was successfully performed on a new lesion located 2mm distal to the previously placed cypher stent. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.